Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: h6 (impact code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, ¿error code b30¿ was not reproduced, and no defect was observed. Thus, olympus could not surmise a cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source had a scope communication error. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.